Event description:
It was reported that the partial pressure of carbon dioxide (pco2) readings were inaccurate during cardiopulmonary bypass surgery. The product was not changed out and the surgery was completed successfully.

Manufacturer narrative:
The reported issue could not be duplicated. An unk material attached to the arterial blood pressure monitor pco2 sensor was observed and it appeared to be dried glue. The bpm sensor head assembly was replaced because of the foreign material on the pco2 sensor. All other parts were replaced due to service protocol. The system functioned as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.